Manufacturer narrative:
Method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's right eye. The lens was explanted due to patient experienced decreased visual function. The surgeon did not enlarged the incision, but the lens was cut in half to remove from the eye. The surgeon changed to a different power, a 21.0 diopter lens was implanted. No suture required. The cause was due to a miss power iol. It was not due to a mislabeled lens but due to anisometropia. There was no device malfunction.